Event description:
A malfunction was reported on a pump, but there was no adverse impact to the customer's blood glucose level. The customer did not experience any notable events prior to the malfunction and confirmed that the malfunction code was resettable. Technical support provided information on how to reset the pump and assisted in the reset process. After resetting, the malfunction did not recur. The customer was advised to call back if the issue reappears and acknowledged this guidance, continuing to use the pump.